Event description:
A report was received from the clinical study indicating that approximately a year post index procedure, the pt returned with peri-stent restenosis. This event was graded as mild in severity and was deemed to be unrelated to any cordis product. The event was resolved without sequel. Treatment info for this event was not provided. Post index procedure, peak ck and peak ck-mb were greater than or equal to 5 times above the upper normal level.

Manufacturer narrative:
The pt was randomized to the clinical study for 1-vessel disease. The main indication for the intervention was an acute myocardial infarction. The lesion was a native, type b2, de novo, totally occluded, irregular, moderately tortuous and eccentric proximal circumflex with thrombus present. The lesion had a reference vessel diameter of 3mm and a lesion length of 15mm. Pre-procedure diameter stenosis was 100%. The lesion was pre-dilated with a 2.5 x 15mm balloon at 14atm. A 3.0x 23mm cypher select stent was electively implanted at 14atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. During a one-month follow-up visit in 2006, the pt was asymptomatic. The medication treatment of aspirin, clopidogrel, statins, ace inhibitors and beta-blockers was ongoing. During a six-month follow-up visit in 2007 the pt was asymptomatic. The medication treatment of aspirin, clopidogrel, statins, ace inhibitors and beta blockers was ongoing. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.